Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter's technical services center regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display during dwell 2. The technical service representative (tsr) explained the alarm to the home patient (hp), and assisted to clear the alarm and advised to finish therapy manually. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, product surveillance contacted the care giver (cg) regarding the reported event. The cg could not recall the incident and could not provide any additional information. The cg stated that their therapy was going well. There was no patient injury or medical intervention reported. This report for a system error 2240 was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.